Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00174 on 08jul2021. Additional information (01sep2021): the customer contacted the siemens customer care center (ccc) and a siemens customer service specialist (css) reviewed the information. All logs during the day of the event were reviewed and the sample ID could not be found. It was confirmed that the system was updated to version 1.25 and that the issue had not reoccurred. System was fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens is investigating the issue.

Event description:
Troponin, free thyroxine, and thyroid stimulating hormone patient samples were delayed on an atellica sample handler prime. The samples were unloaded into the aptio or untested drawers and marked as pending (pnd) in the centralink. It was reported that a troponin sample resulted 2 hours later and that patient care was impacted by the delay of the multiple assays. There are no known reports of adverse health consequences due to the event.